Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppages following the patient¿s distal end percutaneous lead (driveline) replacement performed on (B)(6) 2017 was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the interruptions in pump function could not be conclusively determined. The log file captured additional pump stoppages on (B)(6) 2017, which were associated with driveline disconnected, low speed advisory/hazard, and low flow hazard alarms. The abnormal pump operation occurred while the patient was operating on the power module only and appeared consistent with a potential driveline wire compromise; however, the suspected driveline wire damage could not be confirmed as the device remains in use. The account reported that the patient was placed on an ungrounded patient cable following the reoccurring pump stoppages in late (B)(6) 2017 and had no further alarms. It was noted that the pump stoppage captured on (B)(6) 2017 was caused by the center connecting the patient's system to a regular grounded patient cable. Besides this pump stoppage, the provided log file data after (B)(6) 2017 showed the pump operating normally with stable parameters and no atypical alarms recorded. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: an additional log file submitted and reviewed by the manufacturer's technical service representative on (B)(6) 2017 showed no further degradation to the driveline. A pump stoppage was observed on (B)(6) 2017, which the customer reported occurred when the patient was connected to a normal patient cable. There were no unusual events noted in the event history and the pump appeared to be working as intended.

Manufacturer narrative:
The driveline repair referenced in this section was reported under medwatch MFR. Report # 2916596-2017-00872. (B)(4). Approximate age of device ¿ 1 year and 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A previous percutaneous lead (driveline) replacement was performed on (B)(6) 2017. On (B)(6) 2017, it was reported that during a follow-up clinic visit, the patient verbalized that he tried using the power module twice since being home; however, pump off alarms occurred twice on (B)(6) 2017. The patient connected the system to external batteries, and the alarm resolved and pump function resumed. The patient was asymptomatic during the event and was admitted for observation. The log file was reviewed by technical services representative and it was observed that pump stoppages occurred while the lvad was connected to the power module. X-rays were reviewed; however, the images were not of high quality and were very pixelated when zooming in. On (B)(6) 2017, the patient was given an ungrounded power module patient cable. On (B)(6) 2017, the submitted log file was reviewed by technical services representative and it showed no pump stoppages occurred after the patient was using the ungrounded power module patient cable. No additional information was provided.